Event description:
From the moment I was implanted I had daily cramping and backaches and over the 2 plus years it continually worsened to the point that I couldn't function. Also I had severe migraines, weight gain, extreme fatigue, depression, pain during sex, random numbness in my feet, and irregular periods. All of these symptoms are gone since having the essure removed.